Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2014 during which the surgeon noted dense adhesins between the previously placed mesh and angulated loops of bowel. These were dissected away from the failed mesh and the mesh was removed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss o f appetite and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 04/13/2021. Additional information: a1, a2, b7, d3. Additional br narrative: it was reported that the patient experienced intestinal obstruction.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.